Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected alarms noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer reported he didn't use his insulin pump for a year. Customer was now back on the device and has been having issues at start up. Customer stated the device will count down every time he inserts a new battery. Customer stated one day the device beeped, had one bar of battery life, inserted a new battery, and it took five minutes for the device to start up. Customer's blood glucose was 230 mg/dl. Troubleshooting for blank display was performed. No damage noted on the device. The device was not dropped, bumped, or exposed to moisture. Battery compartment and spring was neither damaged nor corroded. Customer inserted a new battery and display did return after waiting for five minutes. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.